Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening on the device. As per the investigation procedure creases, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported potential" left rupture" . Physician confirmed left rupture via imaging. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported potential" left rupture" . Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 b6 d6b h6.

Event description:
Physician confirmed left rupture via imaging. The device was replaced.